Manufacturer narrative:
The reporter¿s complete address and phone number were not provided. The device manufacture date and the manufacturing location are currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the o-ring on the small battery drive device was broken. It was further reported that the device could not be cleaned properly as internal fluid was leaking out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was unknown in the previous report. The device manufacture date has been updated as 1/11/2016. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The UDI has been updated accordingly. The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the device was making a screeching noise and the coupling head was worn. During service/repair, it was observed that the insulation on electronic control unit (ecu) wire was damaged, the motor had a strong vibration and it made an unusual noise. It was further determined that the bearings, seals and planetary wheels were worn out. It was determined that the issues were consistent with normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: incorrect serial number: the device serial number was incorrect in the initial report. The serial number has been updated from (B)(4) to (B)(4). The UDI has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.